Manufacturer narrative:
Analysis was unable to confirm the reported power on and off issue. However, analysis noted that the ventricular output connector was broken and the battery drawer would not open after reassembly due to a warped lower case. All defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was turning on and off. The user checked the batteries. The epg was returned for service. No patient complications have been reported as a result of this event.